Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was presenting an error code and shut down during multiple interrogation attempts with different programmers. Technical services (ts) reviewed device data and determined that was a watchdog fault code which is indicative of a hardware anomaly likely with the internal clock of the device. As a result, therapy could be impacted and device replacement was recommended. The health care professional (hcp) indicated that the patient will undergo a device replacement, however it has yet to be scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was presenting an error code and shut down during multiple interrogation attempts with different programmers. Technical services (ts) reviewed device data and determined that was a watchdog fault code which is indicative of a hardware anomaly likely with the internal clock of the device. As a result, therapy could be impacted and device replacement was recommended. The health care professional (hcp) indicated that the patient will undergo a device replacement, however it has yet to be scheduled. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record and available information review. Additional information was received that this ICD was explanted and replaced. The device has not been received at this time. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h1 and h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was presenting an error code and shut down during multiple interrogation attempts with different programmers. Technical services (ts) reviewed device data and determined that was a watchdog fault code which is indicative of a hardware anomaly likely with the internal clock of the device. As a result, therapy could be impacted and device replacement was recommended. The health care professional (hcp) indicated that the patient will undergo a device replacement, however it has yet to be scheduled. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record and available information review. Additional information was received that this ICD was explanted and replaced. The device has been received at this time. Other than the surgical procedure, no additional adverse patient effects were reported.